Event description:
Medtronic received info that this mechanical aortic valve exhibited a peak gradient of 87 mm/hg with a mean gradient of 58 mm/hg. Fluoroscopy indicated the disc of the valve was partially functional, neither fully opening nor fully closing. The valve was explanted and replaced with a bioprosthetic valve. The physician reported that there was pannus growth seen below the valve.

Manufacturer narrative:
Eval results: device analysis not begun. Conclusion = cause of event cannot be determined at this time. Analysis: the device has not been received at medtronic's quality lab. Return of the device, however, is anticipated. Conclusion: unable to determine cause of impingement and subsequent high gradients. According to the reporter, however, host tissue overgrowth is suspected. Upon receipt of the valve and completion of analysis, a follow up report wil be submitted. The device was explanted and replaced without reported adverse pt effects.